Event description:
A patient reported that their meter "wasn't working". Patient kept getting the apply sample message on the meter. Patient was feeling weak and "talking nonsense" per their friend. So, the friend called the paramedics. The meter also kept powering off during use. Both the issues were not resolved with troubleshooting. The paramedics tested the patient's blood glucose with a result of 96 mg/dl and administered "sugared water" to them. Patient was not taken to the hospital. No further information has been reported.